Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during preparation for use of the subject device, the image of the subject device flickered. The field service engineer of olympus (B)(4) checked the subject device on-site and found that the reported phenomenon was duplicated. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. According to the previous investigation for similar case, it was known that the corrosion or the oxide film had occurred on the terminal of the led unit due to the dimension variability of the terminal and long term use. Also the corrosion or the oxide film on the subject device made the electrical resistivity higher and then it made the electrical conduction difficult. Consequently it caused the contact failure then the reported phenomenon. Furthermore omsc had already improved the manufacturing process to decrease the incidence of failure further. The subject device was manufactured before the improvement. If additional information becomes available, this report will be supplemented.